Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that while mitral regurgitation (mr) ultimately remained unchanged, the reported patient effects of worsening mr, chordal rupture (tissue damage), death, renal failure, and respiratory failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that the patient died 3 days post-procedure. Cause of death was unknown but there was no evidence that it was related to the device. All available information was investigated, and a cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported additional tissue damage was a result of clip becoming caught in the chordae (difficult to remove) and therefore related to procedural circumstances. The unchanged mr appears to be related to the tissue damage from the single leaflet device attachment (slda) and clip becoming caught in the chordae, while the respiratory failure was likely a result of the slda and clip becoming caught on the chordae, and therefore related to procedural circumstances. A cause for the reported renal failure and death however, cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip devices referenced in b5 are filed under a separate manufacturer report number.

Event description:
This is filed to report the chordal rupture and patient death. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted successfully reducing mr to 1; however, the second clip (90627u141) detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4 and a tear was noted on the anterior leaflet. To stabilize the slda clip and to further reduce mr, a third clip (90627u138) was advanced, however, the clip got caught on chordae and the chordae ruptured. The third clip was implanted, however mr remained 3-4. It was observed that the oxygen saturation dropped; thus, a closure device was used to close the atrial septal defect (asd), stabilizing the patient. After being stable, the patient developed acute renal failure and was taken off life support. On (B)(6) 2019, the patient died. No additional information was provided.